Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The suspect device was not returned to olympus for evaluation. Based on the available information, the investigation determined the likely cause of the reported event was failure of the converter or igniter due to deterioration, associated with the age of the device and frequency of use.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the light source was flashing and the equipment locked and the light went out and only returned if the user "reset" the device. There was no patient injury or harm, associated with the problem, reported to olympus.